Event description:
It was reported that the patient had x-rays and blood work completed on (B)(6) 2012. The surgeon reported that the implant looked fine. The patient reports elevated cobalt levels of 5.5. Patient will return to surgeon in six months for retesting.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.